Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 579 mg/dl. Elevated blood glucose was addressed with a manual injection. During system check with tandem technical support, the root cause could not be determined because customer declined to fill and load a new cartridge. Customer cleared the alarm and resumed insulin delivery.